Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a bad lld spring and tip clamp in position #3. The fse replaced the lld spring, tip clamp, plunger clamp, and 2 pole cable. Fse verified proper alignment and calibration of x-arm. The instrument was tested without further problem and return to expected operation.